Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 264 mg/dl. The customer was treated with syringes. It was explained to the customer the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. The customer to call when tubing clamp received to perform high pressure test to confirm insulin pump can detect an occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.